Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
During a dbs system implantation in australia, it was reported the physician experienced difficulty removing the leads from the plastic tubing. The devices became stuck and required manipulation in order to extract. No visible device damage was detected upon removal and the procedure was completed without further issue.